Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent surgery due to plid. Intra-op, there were two set screws found slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. The patient's current status is normal. Products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the damaged portion of the thread. Functional evaluation with sample mas head found the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.